Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use in a patient. The patient was removed from the ventilator and placed on a second ventilator. Patient was removed from the ventilator and placed on a second ventilator. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) cable and performing the ground isolation test. The customer reported to have replaced the gui cable and that the unit passed extended self testing. Covidien was not authorized to service the device.